Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. X-ray imaging was performed and images revealed that the rv lead was worn. The rv lead was explanted and replaced. The patient experienced no consequences throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A complete lead was returned in one piece. The reported event of high impedance pacing was confirmed. Visual and x-ray examinations found the outer insulation and outer coil were compressed and fractured. The cause of the reported event of high impedance was due to a fractured outer coil in the clavicle crush forces. The reported event of lead abrasion was not confirmed. Visual examination and electrical testing were normal with no anomalies found.